Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unspecified date, she underwent hysterosalpingogram. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain lower ("severe cramps") and dysmenorrhoea ("dysmenorrhea (cramping)"). At the time of the report, the device dislocation, dyspareunia, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012 and 2011. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Product indication updated. Suspect drug implant date updated. Event added: dysmenorrhea (cramping). Event clubbed: pain during intercourse/dyspareunia (painful sexual intercourse). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.